Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Note: manufacturer contacted pharmacist in a follow-up call on 28-apr-2022 to ensure that the initial concern was resolved - able to establish contact with pharmacist who stated the initial concern has been resolved. Pharmacist stated he was unable to contact the customer to request the syringes be returned.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Pharmacist is calling on behalf of the customer. The customer reported to the pharmacist that the needles on the 30g syringes were blunt, and that they were not able to pierce the skin or the insulin vial. Customer did not bring any of the syringes to the pharmacy, only the box that the syringes had come in. The package had not been open or damaged when received by the customer. Pharmacist was not able to confirm when the product had been dispensed to the customer. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 14-jun-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: syringes were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using syringes from the same lot. No abnormalities were observed on retain samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.